Event description:
It has been reported to co that pt was sitting in the lift chair which was in the "seated" position. Pt attempted to operate the chair to the "lift" position. Approximately 1/2 up to the full lift position, pt heard a loud noise. While attempting to get out of the chair, the chair suddently returned to the "seated" position, at which time pt reportedly fell and broke their hip.